Manufacturer narrative:
(B)(4). Month and day unknown. Only year (2018) is known. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information provided: the device was a cdh29a and has been discarded. The surgeon was performing a low anterior resection and after firing, the device could not be removed. The anastomosis was torn during removal and a hand anastomosis was performed to complete the procedure. There were no patient consequences reported. The sales rep has since followed up with the surgeon and staff, providing some additional in-servicing. The surgeon confirmed that the adjusting knob was rotated more than the 1/2-3/4 revolutions per the IFU when opening the device; this could have led to the removal issue. The sales rep has been in additional cases since and no more issues have occurred.

Event description:
It was reported by that during an unknown procedure, during surgery the anvil did not release as the surgeon had expected, so the anvil ripped out and a hand anastomosis had to be performed by hand. There were no patient consequences reported.